Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was selected for dilation; however, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).